Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 45.0, 85.0, and 136.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds throughout its length. Conclusions: evaluation of the returned device revealed the embolization coil had offset coil winds. If the introducer sheath is not properly aligned in the hub prior to advancement, resistance may be experienced, and offset coil winds may occur. Upon attempting to advance the penumbra smart coil (smart coil) through its introducer sheath during functional analysis, the embolization coil became further offset and compressed, and could not be advanced through the introducer sheath. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil out of its introducer sheath and into the hub of a non-penumbra microcatheter; therefore, it was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.